Event description:
New information noted that the patient presented for a follow-up in clinic. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct options in field e2, e3 and e4 should have been 'yes, physician and no information' rather than 'no, non-hcp and no."

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was found in back-up vvi mode.